Manufacturer narrative:
Update: b6, h3, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: suction biopsy channel, air-water channel, flushings and brushings, cfu, bacterial identification: no growth after 7 days incubation. Based on the provided data, the case can only be partially assessed. No correlation has been observed between the device status and cause of contamination. That being said, cds information from the customer indicates the use of an aer (soluscope) which is undergoing fca in france for disinfection efficacy. Hygiene microbiological investigation (hmi) by olympus showed no growth. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.